Event description:
Insulet was informed by bfarm (bfarm reference number (B)(4)) on behalf of a physician (dr. Med. Torsten born) that the patient developed an abscess at the pod¿s insertion site (left upper arm) while wearing the device. The pod was reported to be applied on (B)(6) 2026 and the event occurred on (B)(6) 2026. Symptoms include erythema and swelling. The patient was seen by a physician on an unknown date and was prescribed amoxicillin-clavulanic acid 875mg/125mg 2x day for 10 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available, omnipod software app version: not available, operating system: not available, hardware: not available, cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.